Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and analysis was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an implant attempt the right ventricular (rv) lead had high pace/sense impedance. The rv lead was not used and was replaced. No patient complications have been reported as a result of this event.